Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. The threaded part of the trocar holder was broken off. The cause of the breakage at the junction of 2 parts was reported to be unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation is ongoing; no conclusion can be drawn.